Manufacturer narrative:
(B)(4). The manufacturing and testing documentation for architect total b-hcg lot 94908jn00 was reviewed. The review demonstrated that the reagent was released within specifications and no issues were identified that could affect the performance of the reagent. Testing was performed on architect total b-hcg reagent lot 94908jn00. Five calibrations were performed across three instruments. Five valid calibration curves were obtained and all controls were within the package insert ranges demonstrating the reagent lot is capable of accurately recovering concentrations across the range of the assay. In addition, (B)(4) data was reviewed and results to date demonstrate that the architect total b-hcg assay is performing acceptably with no instances of discrepant results obtained. Customer complaint data was reviewed and no adverse trends were identified. The architect total b-hcg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.

Event description:
The account stated that a patient sample generated architect total b-hcg results of 129 miu/ml and <1.2 miu/ml. The sample was repeated with results of <1.2 and <1.2 miu/ml. The sample was also run using a manual technique and was negative. There was no report of impact to patient management.